Event description:
It was reported that during the procedure, the fiber tip broke off in the kidney during use. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) and service history record (shr) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. A risk review was completed and confirmed that the event of detached/broke inside patient and unretrieved device fragments (udf) was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during the procedure, the fiber tip broke off in the kidney during use. The procedure was completed using another of the same device. There were no patient complications.